Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink monitor was not able to transmit the data successfully to the doctor's office. The monitor will be replaced. No patient complications have been reported as a result of this event.